Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "different" shape from the normal," "the possibility of rupture of the left breast", and "pain, swelling, and deformity with inferolateral displacement of the implant" the device was explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported left side "different" shape from the normal," "the possibility of rupture of the left breast", and "pain, swelling, and deformity with inferolateral displacement of the implant" the device was explanted.